Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A device/device system was received with information indicating the patient is deceased and the cause of death was provided as coronary artery an implantable pulse generator (ipg) system was returned to the manufacturer with information indicating the patient is deceased. The cause of death was provided as: coronary artery disease and sepsis. The source of the sepsis was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A device/device system was received with information indicating the patient is deceased and the cause of death was provided as coronary artery disease. The patient had dementia, atrial fibrillation and was diabetic. They also had sepsis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) system was not related to the death.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.